Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak with the test probe inserted through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic partial nephrectomy procedure, the cannula presented problems in the sealing. There was a leakage of co2. Unknown how case was completed. There were no adverse consequences for the patient.